Manufacturer narrative:
Thermogard xp ivtm console (s/n (B)(4) was evaluated at the customer site prior sending to zoll for evaluation. Rj45_flag pca probe was replaced. During unit calibration process the console displayed mid:24 (patient probe ext offset) error message. Since console calibration process could not be completed at the customer site, the device was returned to zoll for further testing. Visual inspection of the console found the handle, pan-drip, bag hook, lid bumper, and seal rocker switch were missing. Additionally, the casters and top lid were loose and the spar gasket, four white rollers and t1 at assembly t1-t2 block were damaged. A review of the event log was performed and found ten tcmid:05 (coolant diff failure), five mid:24 (patient probe ext offset) and seven mid:8 (post stuck key) error messages in event log files thus confirming the reported complaint. During functional testing, the console displayed "factory configuration not complete and t1 disconnected" error message upon power-up. Further testing showed that connector t1-t2 block was defective. The customer reported complaint of the console displaying tcmid:5 was confirmed through review of the event log and further investigation and was attributed to a defective connector t1-t2 block. After replacing the t1-t2 block assembly, a burn-in test was performed for 6 of days and 12 minutes slew rat test. However the console failed the tm 37 test. The customer decided not to have the console repaired.

Manufacturer narrative:
Zoll has not yet received the thermogard ivtm console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the thermogard xp ivtm displayed an error message (B)(4) during treatment. Another ivtm system was used to complete the therapeutic treatment. No patient injury was reported.